Event description:
Per op report: the aorta was soft and there were severe adhesions. There was severe aortic insufficiency due to prolapse of all leaflets and annular dilatation. There was still extensive subvalvar tissue associated with the mitral valve, much of which was cut away. The pv leak was very small. Because the surgeon could not be certain about endocarditis, surgeon decided to replace the valve rather than debride the annulus. There was severe tricuspid regurgitation due to marked annular dilatation.